Event description:
Informed by an insurance company that pt alleges to have had an adverse reaction. Pt covered a wound on his right foot with zee 1801 antibiotic ointment and zee 740 bandage. Date 9/96. Pt alleges redness, swelling and drainage of the wound. Alleged to have recurred 12/96 and 2/97 with only #740 bandage. Pt alleges to have been hospitalized.